Event description:
A customer reported an issue with their pump's time settings, which led to a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer in updating the time settings of the pump and advised monitoring the situation for any further discrepancies. The customer understood and acknowledged the guidance.